Event description:
The reporter indicated that a 13.2mm vicm5_13.2; -10.50 diopter implantable collamer lens; which was intended for the patient's right eye (od); had tore during loading. This occurred on (B)(6) 2022. There was no patient contact. The cause of the event was reported as unknown.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5 - backup lens was implanted on (B)(6) 2022 and problem was resolved. Reportedly, "patient is very satisfied - no symptoms". Claim# (B)(4).